Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The act button did not respond due to corroded keypad traces. The pump also had minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads, a broken belt clip slot, and a cracked reservoir tube lip.

Event description:
It was reported that the customer had a button error alarm on his or her insulin pump. The customer's blood glucose was unknown at the time of reporting. The insulin pump is being returned. No additional information was reported.